Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, the screw broke off a few mm below the head of the screw. The screw had advanced far enough that it was doing its job, so the remaining part of the screw and wire were left inside the patient.